Manufacturer narrative:
The device was received and visually inspected by aci. Visual inspection revealed that the balloon of the returned device was partially filled with approximately 2/3 of saline and 1/3 of air. The balloon's distal tip was severely inverted, which indicated excessive tension was applied during pullback. Vacuum was drawn from the balloon prior to it being fully being inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and too much tension applied to catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification or perform as intended per IFU. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device after an interventional procedure, it was noted that the balloon did not hold pressure. Upon the 6f procedural sheath withdrawal, the balloon came through the sheath. Manual pressure was held for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not mynx related. The patient's condition was described as stabilized after the mynx event. No further information is available.